Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said that for the last couple of years the implant has been giving her a little bit of a problem. Patient said that intermittently has experienced a return of symptoms. Patient also said that she doesn't think it has been operating for the last two years. Patient said that has been getting on and off lots of diagnostic machines. Patient also commented that she doesn't think that she needs it anymore. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient did not call for this reason, initially called to review MRI guidelines. Patient would like to have system removed. The patient was redirected to their healthcare provider to further address the issue.  Patient also mentioned that sees a chiropractor that uses a machine to make adjustments right in same area and thinks the last time he placed too close to the implant and the implant seems curved.